Event description:
The customer reported obtaining differential results on the coulter lh 780 hematology analyzer for six (6) patient samples that were considered erroneous when compared to results from a morphological slide review. Printouts indicated that 3 samples recovered erroneously low neutrophils and lymphocytes, and high monocytes with suspect messaging. Printouts also indicated that 2 samples recovered erroneously high neutrophils and low lymphocytes without suspect messaging. The customer reported results from the morphological slide reviews out of the laboratory. There was no report of injury in connection with this event.

Manufacturer narrative:
Beckman coulter customer technical specialist assisted the customer with disconnecting the cable from the light scatter sensor at the light scatter preamp and then reconnecting it, which resolved the issue. The customer then reran the samples on the same instrument and the diff results matched the results from the morphological slide review. (B)(4).